Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing loss of pacing and was fractured. The lead was capped and replaced (B)(6) 2020. The patient was in stable condition after the procedure.